Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. A caregiver reported high sensor scan results of 446mg/dl and 500mg/dl compared to readings of 40mg/dl and 210mg/dl respectively obtained on a built-in precision meter and the results, when plotted on a parkes error grid, fall into the "e" zone, showing the difference in values to be clinically significant. The length of sensor wear was four days. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced unspecified symptoms of hypoglycemia and was unable to self-treat. The caregiver then treated the customer by administering 50mg of liquid glucose gel orally. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. A caregiver reported high sensor scan results of 446mg/dl and 500mg/dl compared to readings of 40mg/dl and 210mg/dl respectively obtained on a built-in precision meter and the results, when plotted on a parkes error grid, fall into the "e" zone, showing the difference in values to be clinically significant. The length of sensor wear was four days. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced unspecified symptoms of hypoglycemia and was unable to self-treat. The caregiver then treated the customer by administering 50mg of liquid glucose gel orally. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log [11] and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly. Sensor was re-programmed and activated, however became unable to scan after few minutes. Text fixture was used to perform the testing and the sensor was unable to scan. Unsoldered battery and sensor was found to be unable to scan. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly) and observed antenna leg to be removed from the printed circuit board assembly (pcba). Attempted to extract data from returned sensor and unable to extract data as antenna was disconnected from the pcba. A visual inspection was performed on the pcba (printed circuit board assembly), that the antenna had been damaged during de-casing and unable to be re-soldered/repaired due to the solder pads coming away from the pcba. This damage will render the antenna unable to communicate. Functionality testing without the antenna connected could not be performed as sensor is no longer a condition to perform functionality testing. Therefore, this issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device all pertinent information available to abbott diabetes care has been submitted.